Event description:
A lifecor patient service rep (psr) contacted lifecor customer support to report that she could not get a good baseline of the patient she was fitting. Support exchanged the pt's monitor. Within forty-five minutes of the psr leaving the pt, the pt's daughter called support to report that the monitor was alarming to "adjust belt". Support sent a psr to the pt to replace the electrode belt.

Manufacturer narrative:
Device manufacture date: electrode belt- 2008. Monitor - 2006. Device evaluation summary: device evaluations of electrode belt and monitor have been completed. The reported problem was confirmed. The electrode belt was found to have a short circuit in the cable from ECG a to ECG b. The short was fixed. The electrode belt was refurbished. Baseline evaluation was performed, and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this short circuit is unk, but is likely due to strain placed on the cable. The monitor was fully functional. It was refurbished, retested and restocked. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt and monitor.